Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem ( will not power on) was due to the monitor¿s case being damaged and a battery not be able to be inserted to power on the device. The root cause for the damaged case could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.